Manufacturer narrative:
Product analysis conclusion :a 31 second video was received from the account which shows the physician rotating the external slider to deploy the graft however the graft cover does not retract. The graft cover ro marker is visible over the taper tip nose cone confirmed the graft cover is not retracting over the graft. A 19 second video was received showing attempted retraction of the graft cover in-vitro. There appears to be an issue moving the external slider over the screw gear threads after it is rotated 4 to 5 times. The external slider cannot be retracted any further using the release trigger. Based on both videos the reported deployment/expansion issues were confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 200mm type b aortic dissection. It was reported that the day before the index procedure the patient presented to the ER with chest pain and a CT showed a type b dissection. Endovascular exclusion of the thoracic aorta was planned for the following day. During the index procedure after the stent was positioned and the when the outer slider was rotated, the stent could not be deployed from the sheath or by moving the trigger. The stent graft was withdrawn and replaced with a non-medtronic stent graft to complete the procedure. It was noted that the patient's vascular condition was very poor. Per the physician the cause of the deployment issues was related to the patient's anatomy and the steep aortic arch angulation. No additional sequelae were reported and the patients is fine.

Manufacturer narrative:
Filmbevaluation summary: the reported deployment difficulties were confirmed on the films provided. The anatomical factors reported to have been the cause of the reported event, such as the acute angulation of the aortic arch, could be appreciated on the available films. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.